Event description:
During functional testing at zoll's technical support department the device displayed a "pacer fault 116", "defib disabled" and "defib fault 72" message. There was no patient involvement during the malfunction.